Event description:
On (B) (6) 2008, the pt reported that on (B) (6) 2008, while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and a full cartridge of insulin spilled into the cartridge compartment. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. She switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.